Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and tissue damage. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2019, echocardiogram was performed and showed that mr had increased to a grade of 3. On (B)(6) 2019, echocardiogram was again performed and showed that mr had increased to a grade of 4 and a perforation of the posterior leaflet had occurred. It was also noted that the patient¿s health became better after changing medication to hydralazine. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, a conclusive cause for the reported recurrent mitral regurgitation (mr) could not be determined. It is possible procedural circumstances contributed to the patient effects, but this cannot be conclusively determined. The reported tissue damage appears to be a cascading effect of the reported recurrent mr. The reported patient effects of mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.